Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt¿s rear-1 therapy electrode (te) being broken, causing the electrodes to be non-functional. The root cause for broken wire was physical abuse could not be positively identified. There was no adverse event that resulted from the damaged belt.